Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This complaint is unconfirmed - no problem detected. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
It was set up outside the body after unpacking and inserted into the left atrium. However, after completing pulmonary vein isolation using the prescribed approach, a pericardial effusion was confirmed with ultrasound. The drainage was then performed after surgical closure. The patient's prognosis was improving and therefore been discharged. Physician comments: the patient had a small left atrial volume, which made it difficult to approach the right inferior pulmonary vein and this sheath might have perforated the area near the right inferior pulmonary vein. The attending physician had no negative impressions of the product. Additional information provided 05 aug 2025: what is the relationship between the starter guidewire and the adverse event? Pericardial effusion was confirmed, and since the possibility that it might be caused by perforation due to the wire cannot be ruled out.